Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The unit was tested for downstream occlusion and eval could not confirm or reproduce the reported symptom of failed downstream occlusion test. The device was operating within spec with respect to the reported symptom.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test in the medical/surgical unit. It was also reported that there was no pt injury.